Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.5mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was engaged with non-bsc guide catheter and was crossed with a non-bsc guide wire. Pre-dilatation was performed with a 2x12mm maverick balloon catheter and a 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the stent was unable to track the tortuous lesion. The physician tried to manoeuver but the strut was found lifted. The device was removed and another of the same device was used and completed the procedure. No patient complications were reported and the patient's status was stable.